Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3487a, lot# j0211651v, implanted: 2003 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3487a. Lot# j0211651v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was put right on the patient's belt line, and that the ins and lead might have been pulled out of place because of it. It was stated that the "cable" was irritating where it went up his spine and across his shoulder, that it prevented him from sleeping comfortably, and that the lead was about as big around as a little finger. If the patient wore a belt/pants across his ins, he was paralyzed from the waist down. These issues started at implant. The stimulation caused him to black out if he turned his head to the left or bent down. It was stated that he would not drive because of it. He also had 7 deteriorated disks, that have deteriorated since he was implanted. He might need to be in a wheelchair because of this. He also got migraines. The patient had a permanent nerve damage from steel being dropped on him and cracking his neck, putting his jaw out of place, and damaging his back. It was later reported that starting 6 months after the implant, when he wore a belt and bent over, his legs were paralyzed, he couldn't drive and his legs "went out from under him." When he was riding in a car, he couldn't stop the car or if he tried to ride a lawn mower or a motorcycle, his legs wouldn't work to stop it. It was stated that it was defeating the purpose if it worked stopping the pain but paralyzed him. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted